Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed . A receiver function test was performed and passed . Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. A review of the share logs was performed and no issues was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarms not going off occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.